Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID: patient ID not provided, patient age: patient age not provided, patient weight: patient weight not provided, event date: event date not provided, additional 510(k) number is k101880.

Event description:
It was reported that the fixture mount fractured during placement. The procedure was completed using another implant.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp,tsv,4.7,10,mtx,mg (tsvtwb10) was returned for investigation. Visual evaluation of the as returned implant identified fixture mount fractured at hex area. Functional testing could not be performed since the product was fractured. Patient conditions, x-ray, tooth location and implantation duration are irrelevant to this investigation. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (1244964) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1244964) for similar events (complaint category keywords: dental: functional: fracture: mount) and no other complaint was identified. Post market trending review: may post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. Sections updated: b4: date of this report d9: device availability and product return date g3: date investigation results were received g6: type of report and follow up number h2: follow up type h3: device evaluated h6: adverse event problem codes h10: manufacturer's narrative